Event description:
The customer reported that the workstation would not power up (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart power switch replaced during the service call. The system was tested and found to be working as intended and put back into service.